Manufacturer narrative:
Added UDI number.

Event description:
It was reported the patient's ipg was inoperable and ineffective stimulation due to lead migration. Surgical intervention was undertaken during which the system was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.